Event description:
The customer reported to philips healthcare that the heartstart mrx received a red x for ibp. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.